Event description:
Caller updated time and personal profile settings, indicating a time discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels outside normal range. Caller declined assistance for updating pump time, stating ability to resolve the issue independently, and was advised to monitor and follow up if the discrepancy recurs.